Manufacturer narrative:
Investigation: the patient was a 73-year-old female who presented with signs and symptoms of hypoxia and covid pneumonia. On (B)(6) 2024, the patient's blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported staphylococcus species and s. Aureus as detected. The biofire bcid2 test was positive for mrej, but negative for meca/c, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are positive. The same sample was used for all additional testing. Gram stain showed gram-positive cocci and mrsa was recovered from culture. Due to the biofire bcid2 panel result, a result of methicillin sensitive s. Aureus (mssa) was reported to the physician. However, after mrsa was recovered from the culture, the report was amended to mrsa. The final diagnosis of the patient was hypoxia and covid pneumonia. It is unknown if the biofire bcid2 result affected the patient. No serious injury or death was reported. Quality control (qc) records for biofire bcid2 panel pouch lot# 30t823, (kit lot# 2282323) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number# tm04055) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false negative mrsa result was a reagent pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, the biofire bcid2 panel has a false negative rate of 0.001 in the field over the last year. These rates are within biofire system specifications. According to table 65. Biofire bcid2 panel clinical performance summary, meca/c and mrej (mrsa) of the biofire bcid2 panel instructions for use (www.online-IFU.com/iti0048) the performance claim for the meca/c and mrej (mrsa) compared to soc phenotypic ast methods showed an overall sensitivity of 91.9% (95% ci 82.5-96.5%) and an overall specificity of 98.0% (95% ci 92.9-99.4%). Isolates recovered from the five false negative specimens were identified as mssa by soc phenotypic ast methods. Isolates recovered from the two false positive specimens were identified as mrsa by soc phenotypic ast methods.

Event description:
Summary: (B)(6) hospital ((B)(6) reported a potential false negative methicillin resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel after testing a patient's blood culture sample. It is unknown if the biofire bcid2 result affected the patient. The investigation concluded that the most likely cause for the false negative mrsa result was a reagent pouch anomaly.